Event description:
Written report received from baxter for delivery stopped after 3 days (72 hours) of pt use. Contents of device reported as 5fu 2000 mg/40 ml and naci 0.9% 55 ml for a total fill volume of 95 ml. The report further states "when the infusor was returned it was weighed and compared with original weight before infusion start. The difference was only 4 g." The report further states there was no pt injury or medical intervention required.